Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Concomitant product: addrl1 ipg implanted: (B)(6) 2011; 5054-58 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the patient experienced a syncopal episode and a period of asystole resulting in a fall. The cause of the asystolic period was unknown and was unable to be reproduced. A second implantable pulse generator (ipg) system was then implanted as a precaution to a possible failure of the first ipg system. The first ipg system remained implanted as a backup to the newly implanted system and both ipg systems were active. The patient returned home after the implant of the second ipg system. The patient then experienced a second fall resulting in head trauma. The patient was readmitted to the hospital to the intensive care unit with a subdural brain bleed. While in the hospital, it was noted the new ipg system was tracking p-waves and pacing in the ventricle which resulted in the first ipg system being inhibited. Additionally, the patient experienced a ten second pause while in the hospital and noncapture was documented from both device systems. The cause of the pause is unknown, though it was later believed to be a possible neurological problem. It was further reported the patient passed away. The cause of death was noted as a subdural hematoma.